Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. There was a power on reset (por) but the por was not related to an overdischarge event. The patient just charged up an wanted assistance to use the patient programmer. Patient services reviewed the steps to clear the por with the patient programmer which include pressing the sync key and pressing any arrow on the navigation button. The por was successfully cleared. Troubleshooting resolved the reported issue. The patient noted having an anxiety attack when using the patient programmer. Patient services reviewed patient programmer information. No further complications were reported/are anticipated.